Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the complaint as the temperatures during testing did not exceeded requirements. A root cause as why this situation could have occurred could be determined based on quality observations. The returned attachment was tested by manufacturing personnel and did not meet production specifications for rotation and leak test and cap removal. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 35.9 c and 34.1 c under load testing with coolant spray on. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed moderate gear wear on the head-tail and head assemblies. Minor debris was noted inside the head and cap cavities and inner components. All components appeared to be dry and corroded. The lack of lubrication may have caused friction and as a result increase the temperature causing heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.